Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one photograph of a reload. A visual inspection of the returned photo noted that staples can be seen at the proximal end of the cartridge. The jaws of the reload can be seen open. Material can be seen at the distal end of the cartridge. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic thoracoscopic lobectomy, upon detaching lung lobe, the staple burst out and did not form properly. The stapler completely fired but had incomplete staple line that an additional suture was done to fixed the staple line. The reload was replaced with a new product to complete the case.